Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load a new cartridge, despite confirming cartridge o-ring was in place and undamaged and removing loose o-ring and debris from pneumatic tap area as instructed. There was no adverse impact to the customer¿s blood glucose level. Customer completed new cartridge fill, planned to use multiple daily injections as backup insulin therapy, and was provided troubleshooting, storage mode instructions, and setup guidance for replacement pump, while technical support confirmed shipping details and requested return of problematic pump using pre-paid label.